Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the compact plus suspect device system used. Reference medwatch report with (B)(6) for the mobile suspect device system used.

Event description:
Reporter alleged obtaining the results of 16.9 mmol/l and 4.0 mmol/l on the mobile system compared back to back with a result of 3.6 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter stated she felt weak, dizzy, and had heart palpitations so she self-treated with 3 dextrose tablets and had her lunch. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.